Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Additional information requested: did detached tissue pad fall into patient? Was detached tissue pad retrieved? Will detached tissue pad be returned with rest of device for analysis? Or was detached tissue pad discarded?

Event description:
It was reported that during a bilateral salpingo oophorectomy (bso) procedure, the white tissue pad fell off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.